Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the tip of the catheter detached within the patient. The physician was able to remove the detached portion with another catheter using a "stovepipe" method to encapsulate the tip within a new catheter. No patient injury was reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.